Event description:
Allegedly, patient was revised due to peri-prosthetic fracture. No revised: part ID kpontp35, advance onlay all poly patella 35mm tripeg, lot 29792865, qty 1. Revision njr number: (B)(6). Side: r. Primary asa: p2 - mild disease not incapacitating.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.